Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report now states the patient underwent an arthroscopy to treat patellar grind syndrome.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this reported event remains implanted. No revision surgery has been reported. Patient medical records were received for review. Review of the supplied medical records confirmed patellar grind and scar tissue throughout the knee. Although the investigation could not draw any conclusions about the root cause of the patellar grind, provided information suggests patient scar tissue was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.